Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: rep reports that the rv lead has dislodged and has no capture at max outputs. Physician does not want to revise the lead, lead remains implanted at this time. No report of patient symptoms. Should additional information become available, this file will be updated.